Manufacturer narrative:
Additional information is being requested from the field and a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) oversensing resulting in pacing inhibition of 3 seconds. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.